Event description:
It was reported that the entire c-arm comes down when changing views without tech interaction. No injury reported. A field engineer was dispatched to the site and determined the footswitch needed to be replaced. Once this was completed the system was working as intended.